Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xb scope wash tubing detached, but did not separate from the cannula. No retrieval was required. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.